Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy and laser lithotripsy procedure, the basket of an ncircle tipless stone extractor was able to be closed using the handle, but the basket would not open. The procedure was completed by using another ncircle tipless stone extractor . A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported, during a ureteroscopy and laser lithotripsy procedure, the basket of an ncircle tipless stone extractor was able to be closed using the handle, but the basket would not open. The procedure was completed by using another ncircle tipless stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. Upon visual inspection, it was found that there was significant bend/kink at the handle. Upon functional testing, the basket will open/close however there is significant drag, and it is very difficult. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: '- precautions: do not use excessive force to manipulate this device. Damage to the device may occur.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the definitive cause of the issue could not be determined. The bend in the support sheath noted during visual inspection may likely resulted from coiled up for return shipping and not returning in the hard plastic tray it was supplied in. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.